Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified posterior descending artery of right coronary artery (rca). A 2.25x20mm promus element plus stent was advanced to treat the lesion however, resistance was encountered while the device was crossing between the tortuous mid and distal rca. After few attempts to make the device cross, the device was removed and it was noted that the stent edge was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a tactile and visual examination found the unit with no defects on the balloon and tip sections of the device. The balloon was tightly wrapped and was not subjected to positive pressure. There was distal stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).